Manufacturer narrative:
The report # 9615332-2017-00118 is associated with (B)(4), biotene original oral rinse (original).

Event description:
This case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received glucose oxidase, lactoperoxidase, lysozyme (biotene original oral rinse (original)) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene original oral rinse (original) (oral) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene original oral rinse (original), the patient experienced accidental device ingestion (serious criteria gsk medically significant), choking (serious criteria gsk medically significant), cough and oropharyngeal discomfort. Biotene original oral rinse (original) was discontinued (dechallenge was negative). On an unknown date, the outcome of the accidental device ingestion and oropharyngeal discomfort were unknown and the outcome of the choking and cough were not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion and oropharyngeal discomfort to be related to biotene original oral rinse (original). The reporter considered the choking and cough to be related to biotene original oral rinse (original). Additional details, adverse event information was received via phone call on 17 november 2017. Consumer reported that "I will never use your product again, ever since some of it went down my throat, I can never stop coughing and almost choking to death. This was given to me by my doctor".consumer almost cant talk due to excessive coughing and feels like choking. This report is being resubmitted to capture corrections for initial version dated on (B)(6) 2017. The adverse event "choking" from previous report was replaced with adverse event 'choking sensation'. No more corrections were made. Follow-up information was received on 21 november 2017. The consumer reported that, "I asked help and called an ambulance. I was taken to the urgent car and transferred to another hospital. I almost died. I used your product long time ago. My doctor gave it to me for my dry mouth and I bought. Last thu at 2pm I thought of freshening my breath, swished it in my mouth but I think a little bit when down to my throat and went to my lungs. I have asked help and when I get in the hospital they have put me on oxygen and put IV into my arm. They checked my heart and lungs and gave me medication as well as a breathing treatment for 6 hours and a prescription refill in the hospital which I take every night. I almost died and coughed for 8 hours. I threw the product away. I had 2 x-rays and they described something but I do not know the medical term. I can not remember when I started using it but I already threw it away. Right now I have a lot mucus that I can not get out of my system. I will ask my doctor first if you can contact him. It was the biotene rinse medium size container and I can not remember anything as I am trying to keep alive." The patients demographic details were updated. The event of impending doom and bronchial mucus plug added to the case. The event outcome for impending doom and bronchial mucus plug was unknown. The cough duration was 8 hrs. The event outcome for cough was change to recovered. The oxygen therapy was added as treatment drug. It was unknown if the reporter considered the impending doom and bronchial mucus plug to be related to biotene original oral rinse (original).